Event description:
Customer later informed the local team that the discrepant results were not reported outside the lab, therefore, there was no patient management impact reported.

Manufacturer narrative:
B5 was updated to clarify that customer later informed the local team that the discrepant results were not reported outside the lab, therefore, there was no patient management impact reported. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. Sample ids (B)(6) were negative for the rsv target. The amplification curves of the samples appeared as expected. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. Additionally, customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 2 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. Both tickets are currently under investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 was not identified.

Event description:
The customer reported false negative results for rsv target on their alinity m resp-4-plex assay. The customer stated they ran the patient sample on (B)(6) 2021, that all results were negative. The customer stated that according to the laboratory internal protocol, those samples were re-tested by the technique quiastat and the rsv result was positive with a cycle threshold (CT) 22. The same sample was retested again on the alinity m and the result was negative. The customer did not give further communication to confirm if the results had been reported outside the laboratory nor if there had been any patient management impacted due to this observation. Therefore, there was no patient management reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported false negative results for rsv target on their alinity m resp-4-plex assay. The customer stated they ran the patient sample on (B)(6) 2021, that all results were negative. The customer stated that according to the laboratory internal protocol, those samples were re-tested by the technique quiastat and the rsv result was positive with a cycle threshold (CT) 22. The same sample was retested again on the alinity m and the result was negative. The customer did not give further communication to confirm if the results had been reported outside the laboratory nor if there had been any patient management impacted due to this observation. Therefore, there was no patient management reported. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.